Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review and inhouse testing of retained kits with the complaint lot number. Trending review determined no adverse trend for the issue for the product. Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. Field data review using data gathered via abbottlink from customers worldwide and inhouse testing of a retained kit suggested that the performance of the lot is as expected. Based on the investigation, no systemic issue or deficiency with the architect total b-hcg reagent lot was identified.

Event description:
The customer stated that a positive architect total b-hcg result of 1496.60 miu/ml was generated on (B)(6) 2021 for sid 081212610934. The physician was skeptical of the result. On (B)(6) 2021, the same sample was retested generating a negative result of <1.20 miu/ml. A new sample was drawn from the same patient and the result was negative at <1.20 miu/ml. No adverse impact to patient management was reported.